Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The tracker was returned to the manufacturer. Functional testing found that the component would no track when connected to a known good system. The tracker was found to be malfunctioning.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of an electrode and lead placement procedure, the dynamic reference frame (drf) would flicker in and out of view. The site stated this is the only instrument that seems to be affected. Drf flickered for entire case. After the case, the site tested the drf holding it in the air off the bed with the emitter held up to it, and the drf still flickered. The site attempted multiple drfs, the same result occurred. All other instruments tracked completely fine. The site also stated they suspects it was the bed, per the previous case where this happened ((B)(4)). There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: it was reported that the axiem box was replaced and there have been no complaints regarding patient trackers since the replacement. If information is provided in the future, a supplemental report will be issued.